Manufacturer narrative:
Update 17,18 mar 2025: adverse event term updated to - necrosis of the left hallux and right second toe. Narrative updated to - necrosis of the left hallux and right second toe treated by amputation. Amputation of lisfranc of the left foot. Later transtibial amputation of the left limb. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in.pact admiral balloon was used to treat the right common femoral, superficial femoral proximal. Approximately 10 months post procedure patient suffered necrosis. Necrosis of the left hallux and right second toe. The event was treated with surgical procedure. Patient recovered.